Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2014 the medtronic representative reported that all other components were receiving power when the navigation system was powered on. Cpu power cable was re-seated and switched to a different port on the ups; this brought no resolution. On (B)(4) 2013 medtronic representative performed a system check-out, all areas passed with one exception: hardware p/f: failed - computer boot-up. Issue resolved when computer was replaced. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect computer finds: no power, unable to re-set power and no light, no mother board. Suspected problem was a dead power supply. Root cause of issue: computer, sub-root is the electrical - power supply malfunction. Device directly caused the event.

Event description:
A medtronic representative reported that while building a 3d model of synergy cranial, a pop noise could be heard from the system speakers and output from both monitors was lost. The navigation system was shut-down, power outlets were switched and the system was re-booted . Following the re-boot of the system, both monitors displayed no input detected message and the central processing unit (cpu) fan did not appear to be running. The call and trouble-shooting was discontinued. There was no patient present when this concern was identified.